Event description:
It was reported that during laparoscopic lobectomy procedure, the jaw did not open with the release button when the loading cartridge was changed at the 5th firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. On what tissue type was the device used? At what location on the tissue?---esophagus. During which stroke did the event occur? ---this event occurred outside the patient after the 5th firing. What color cartridge was being used? ---gold. What other color cartridges were used before and after this event? ---the information was not provided from the hp. Was buttressing material utilized? ---no. If so, which product? Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was the device opened eventually? ----the information was not provided from the hp. Was the device on tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---as the event occurred after the device was removed from the patient, there was no damage on the patient's tissue.